Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12963. It was reported that when the patient presented during a procedure, abrasions were noted on the atrial and right ventricular leads. The physician explanted and replaced the leads and the patient was stable following.